Event description:
Procedure: unknown. According to the reporter:when surgeon was using amt60 reload with an idrive, the reload articulated to the left on its own. The surgeon could not approach the tissue well. No patient involvement.

Manufacturer narrative:
(B)(4). The report submitted on 11/25/2014 was the initial report.

Manufacturer narrative:
(B)(4).